Event description:
It was reported that the patient experienced an infection at the ipg pocket site. In turn, surgical intervention was undertaken on (B)(6) 2021 where swabs were taken and the infection site was cleaned. No deeper infection was found. Patient was placed on IV antibiotics. The infection has since resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.